Event description:
It was reported that the device shocked the patient 3 times in a row then quit working. The patient became bradycardic with a fluctuating rhythm from 60 to 30 beats per minute. The patient was brought by ambulance to the hospital where the device was found to be nonfunctioning. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. There were no anomalies found.